Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant investigation.

Event description:
A peritoneal dialysis (pd) patient called technical support to report that the cycler had overfilled him and he was in pain. The patient drained 4838 ml, which is 210% of the maximum fill volume of 2308 ml. Therefore, a reportable malfunction has occurred. Patient stated that he has a last fill of 1500ml that he still had in him when he connected to the cycler and then the cycler filled him with 2300ml. Patient stated that he bypassed drain 0 because he was not draining (no alarm). Treatment was dicontinued following the large drain. Additional information was solicited but not made available.

Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation test, system air leak test and patient sensor calibration check passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
A peritoneal dialysis (pd) patient called technical support to report that the cycler had overfilled him and he was in pain. The patient drained 4838 ml, which is 210% of the maximum fill volume of 2308 ml. Therefore, a reportable malfunction has occurred. Patient stated that he has a last fill of 1500ml that he still had in him when he connected to the cycler and then the cycler filled him with 2300ml. Patient stated that he bypassed drain 0 because he was not draining (no alarm). Treatment was discontinued following the large drain. Additional information was solicited but not made available.